Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that unit had damaged comb. The event occurred during testing. There was no harm and no delay reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h4, h6 and h10. Corrected: d4, d10. On april 20, 2018, it was reported that the device had a damaged comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 1, 2017 where it was reported that the device needed preventative maintenance and the roller and damaged comb were replaced. This is not a related issue. Product review of the skin graft mesher on april 27, 2018 revealed that the pretests could not be performed due to the damaged comb. The comb, side plates, roller, and roller gear were all damaged. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 27, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pretests could not be performed due to the damaged comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pretests could not be performed due to the damaged comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.